Event description:
This is report 1 of 1 for file (B)(4).

Event description:
It was reported that during a bone biopsy of the calcaneous, one of the teeth on the trephine attachment broke off while the surgeon was rotating the device into the bone. The broken fragment was retrieved and discaraded. The surgeon used a curette to complete the procedure with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a product development evaluation and one of the teeth was broken off the device. The rest of the device was not damaged. A review of the product drawing indicated that the part was made from appropriate material for surgical cutting instrumentation. A review of the design & clinical risk management determined that the rate of occurrence is not indicative of any trends, especially given these are multi-use instruments. This complaint is deemed invalid from a design perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012.